Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water exited the infusion set. No unexpected finish loading alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power error alarm or low battery error alarm noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm finishing loading alarm. Customer's blood glucose at time of incident was 400 mg/dl. Customer did not receive the alarm. Finish loading alarm did not occur. After the troubleshooting was done, customer was advised that pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was offered high blood glucose and she declined.